Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced 2 low blood glucose levels (bg less than 40 mg/dl) earlier in the day due to the readjustment of the pump setting by the healthcare provider (hcp). Juice/root beer were consumed to address bg. Customer was in contact with hcp regarding event.